Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that infusystem will evaluate the pump. No patient consequences were reported. No adverse effects were reported.